Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report was rec'd from the USA stating that the device will not release the attachment during surgery. No injuries were reported to have occurred, however, it is unknown if medical intervention was necessary. There was no add'l info provided.